Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported irrigation was abnormal and did not come out at all during cataract procedure. The procedure was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The wet fluidics management system (fms) in the tray was visually inspected. The drain bag was detached from the drain bag tape on the cover of the cassette due to saturation. The drain bag tape was securely adhered on the cover. Both irrigation and aspiration luers were intact. Flare shape was observed in the blue socket fitting at the aspiration tubing insertion end. The sample was tested using the console with the current software. The sample primed and tuned with a handpiece successfully. The sample could be recognized and the service data could be retrieved from the console. The irrigation and aspiration flow rates were tested and confirmed to be within specification. The root cause of the customer's complaint could not be established; the returned sample met specifications. No contributing factors could be identified that could cause the customer¿s experience. After the investigation of this complaint, it has been determined that this sample met specifications. Based on current tracking, there are no adverse trends for this reported complaint. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).